Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced excruciating pain, laceration of internal body tissue and organs, erosion of internal bodily tissue and organs, erosion of internal bodily tissue, dyspareunia, dysuria, painful and permanent scarring, inability to walk w/o extreme pain, permanent bodily disfigurement, permanent bodily impairment and injuries, damage, related sequelae and other injuries requiring add'l surgeries and corrective treatment.

Manufacturer narrative:
The product family for this women's healthcare product is unk; therefore, we are unable to determine the associated labeling and (B)(4) to review. If add'l info is rec'd a f/u report will be submitted. "Lawyer-filed report - (B)(6)."